Event description:
It was reported that during a heavily calcified superficial femoral artery (sfa) procedure, the nav6 emboshield (epd) was delivered and placed in the popliteal artery below the knee. A balloon was delivered to the lesion in the sfa and it was noticed that with movement of the bare wire, the epd would move as well. It was determined that the epd was frozen on the wire. With some wire manipulation and balloon inflation around the epd, the physician was able to unfreeze the epd from the wire. The epd was then retrieved and a second epd was used successfully. There was no clinically significant delay in procedure and no adverse patient sequela reported. Although requested, there was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Device (B)(4) carotid device used in the sfa. Evaluation summary: the embolic protection system (eps) was returned with blood in the retrieval catheter (rc) and on the core, consistent with being advanced into the anatomy. There was no saline visible. The rc, filtration element and barewire were only returned. The filtration element was fully deployed on the barewire. There was no damage noted to the filtration element. The tip coils were pushed distal from the center solder, for a length of 1.5 mm. There was a bend in the core 5mm distal to the step. The stretched coils and bend are likely due to handling/packaging the device for return to abbott vascular. There was no damage noted to the eps. A pin gauge was used to measure the inner diameter of the rc. This met the manufacturing criteria. A laser micrometer was used to measure the outer diameter of the barewire and the outer diameter met the manufacturing criteria. Migration of the filter can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, device placement technique, accessory device support, and insufficient landing zone for the filter basket. In this case, it appears that the migration is the result of the balloon catheter freezing up over the barewire. Because it was reported that the emboshield nav 6 was used to treat the superficial femoral artery, it should be noted that the product instructions for use states: the emboshield nav6 embolic protection system is indicated for use as a guide wire and embolic protection system to contain and remove embolic material (thrombus/debris) while performing angioplasty and stenting procedures in carotid arteries. In this case, it could not be determined if the off-label use caused or contributed to the reported filter migration. A review of the finished device lot history record did not reveal any nonconforming material records for this lot that would have contributed to this incident. Additionally, a query of the complaint database was performed and there have been no other incidents reported for this lot. A conclusive cause for the reported filter migration and resistance with the balloon catheter could not be determined. However, there is no indication to suggest a product quality deficiency. As part of the manufacturing quality process, all embolic protection devices are 100% visually inspected for damage. In addition, a sampling of units is visually, dimensionally and functionally inspected. Although a conclusive cause for the resistance between the wire and the balloon catheter could not be determined, it may be possible that anatomical conditions contributed to the difficulty, as the lesion site was described as heavily calcified.